Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had blurred vision. The iol was exchanged for non-company lens. Clinical reason for explant mentioned as patient did not like lens. There was no further impact to the patient. Additional information has been requested, yet no new information received.